Manufacturer narrative:
Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the manufacturing records was performed and this is the related complaint for needle clog and the 1st. Related complaint for breaks off during use pe on lot # 0003891. No non-conformances were raised in association with these types of events for this lot # concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 bd pen ndl 32g 4mm were unable to deliver insulin or medication and the cannula broke off. The following information was provided by the initial reporter : the consumer reported when injecting insulin with the pen needle the dose button on the pen stopped at 18 units. The consumer removed the pen from the site, noticed the needle was not on the hub and not sure where the needle is. The consumer reported completing the flow check without issues. Date of event :(B)(6) 2021 sample status : discarded.